Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. In a product experience report received on (B)(6) 2018 high out of range impedance was noted on this lead that resulted to a switch from bipolar to unipolar mode. At follow-up, maneuvers were performed to assess proper sensing. No additional reprogramming was performed. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).